Manufacturer narrative:
The following sections have been updated: b4: date of this report. D4: expiration date. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was also reported that the implant was removed because the screw was fractured and the implant was fractured as well. Requiring us to remove the implant.

Event description:
It was reported by customer that the implant was removed due to fracture, implant body was fractured and removal was required. Customer didn't use another device to complete the procedure.no other symptoms were reported.patient wont return for an additional appointment. Tooth#14.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) & one (1) unknown screw were returned for investigation visual evaluation of the as returned product identified the implant fractured at the collar. Fracture screw also identified inside implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions noted on the per were bruxism and unknown bone density. The reported devices were located on tooth # 14 (universal) and were used for approximately 5 years, 4 months. The customer did not provide x-rays or images. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63098040). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.